Event description:
The patient reported charging issues between the implant and the external equipment. The problem was not confirmed. During a lead revision procedure, the surgeon decided to explant the device.